Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, heavily calcified, 80% stenosed distal right superficial femoral artery (sfa). The 7.0 x 40mm x 135cm armada 35 balloon was being used for pre-dilatation of the right common iliac prior to treating the sfa; however, the balloon ruptured on the first inflation at 7-8 bar due to the heavy calcification. Resistance was felt when the balloon was retracted from the right common iliac. There was no separation at this point; however, during the attempt to retract the balloon catheter through the sheath, strong resistance was felt and the balloon could not be retracted. The decision was made to remove the sheath and the balloon as one unit. Outside the anatomy it was observed that the distal piece of the balloon was missing. Via x-ray the separated piece of balloon was found in the tissue at the access site. By slightly pulling back the guide wire, the separated piece of balloon came out of the patient anatomy on the guide wire. The separated portion of balloon was stuck on the guide wire; however, after flushing the section of guide wire outside the patient, it was possible to remove the separated portion leaving nothing in the patient. The guide wire remained in place and a non-abbott balloon catheter was used to complete pre-dilatation after which a non-abbott stent was deployed. The final outcome was very good, there were no adverse patient effects or clinically significant delay in the procedure reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture and separation were able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.